Event description:
Follow up from the health care provider reported the cause of the event was a fall. It was noted the patient had not been to the clinic since (B)(6) 2012. It was unknown if cause attributed to any devices and it was unknown if any interventions were done. Later follow up from the health care provider reported the cause of the event was unknown. Follow up reported the patient was still having concerns with their device or therapy but have not sought further help. No further information was reported.

Event description:
Additional information received reported the patient had difficulty charging due to a torn rotator cuff. It was stated the patient believed the last recharging session occurred one month ago. It was also noted that recharging was difficult because the implantable neurostimulator (ins) "was not fixed and moved some." As of the date of this report, the patient could initially get 6-8 shaded boxes of coupling. It then went down to 0 boxes shaded. It was indicated the patient did not use the belt provided to hold the antenna, but rather "propped" the antenna against a pillow. It was further stated the "first quarter of the ins battery was blinking and they could not get the lightning bolt symbol to come on." Two days later, it was reported the patient was in "considerable pain" due to not having stimulation, because the ins was not charged. It was noted that the belt "does not work really well" for the patient because they are "slender." It was further stated the patient would follow up with their physician to assess the ins pocket. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was reported that the patient was not getting good results and did not understand the recharging system. The patient tried to recharge two days ago for an hour but did not know how full she charged the battery. The patient was in the hospital for three months. She went in to the hospital in july to get the implant and just got out on september 22nd. The patient was not clear as to why she had to stay in the hospital. It was noted the patient had ms and was told that she fell after the surgery. While initially the patient indicated she could not feel stimulation, she stated that stimulation was on and turned it down before bed last night. Additional information has been requested, but was not available as of the date of this report. When received, an supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).